Manufacturer narrative:
(B)(4) date sent: 03/17/2022 d4: batch # u5e13u device analysis: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with uncut washer. When the battery was installed, the green checkmark illuminated, confirming that the device was fired and achieved full firing stroke. The device was loaded with staples, reset, and fired into a test skin. Attempts to fire the device with a safety lock on, in an attempt to replicate the failure, were unsuccessful. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d9 this was omitted on previous report.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: regarding 3rd device involved with (B)(4), could you please clarify if there was any malfunction identified? The device with (B)(4) was fired before attaching the anvil. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was fired by itself although the red safety was not released when the adjusting knob of the device (batch#:0200) was being rotated to attach the trocar to the anvil. The device was attempted to remove from the patient, then a firing sound was heard. When the device was checked, it was found the staples were deployed. The anvil in question was placed as it is, and the device was replaced to another one (batch#:0519), but the deployed staples were unformed. The gap setting scale marked in the middle. The device was used between the colon and the rectum. Leakage occurred. The target tissue was cut additionally, and a competitor device was used to re-anastomose. No further information is available.